Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime and fill anomaly. They were trying to do a set change and deliver a bolus but got stuck in the fill tubing loop. Insulin was squirting out during the manual prime process. The customer¿s blood glucose during the incident was 160 mg/dl. Troubleshooting was performed. They were able to rewind the device. However, the device did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm prime/fill anomaly due to motor error alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.